Manufacturer narrative:
Device has been returned and evaluated by product analysis on 05/07/2015 with the following findings: on examination, the pump case was cracked at the case seal and the top right corner of the display. A leak test was performed resulting in moisture leakage at the site of the damage. The pump was open for investigation and revealed moisture inside the pump on the printed circuit board. Investigation confirmed the allegation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.